Manufacturer narrative:
The lot complaint history was reviewed, this is the sixth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record (DHR) shows the product was released per specifications. A review of the DHR for the reported suspect product also confirms that this product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. The customer reported postoperative endophthalmitis and bacterial infection. A sample for this complaint report has not been returned for analysis, as such, a visual inspection and evaluation of the product could not be conducted for this report. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The following additional information was provided: the procedure was for a retinal detachment repair of the right eye. The patient was the sixth case of six cases. The endophthalmitis was observed two days postoperatively. The causality is unknown. Two days postoperatively, the patient received a subconjunctival antibiotic injection. Three days postoperatively, the patient started oral steroid. Four days postoperatively, the patient received a subconjunctival steroid injection. A culture was performed and candida species was found. It was reported that a fungal infection was found but the patient recovered without any treatment of the fungal infection.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a postoperative endophthalmitis was confirmed after a vitrectomy procedure. The sample is not available because it was discarded. Additional information was requested; however, none has been received to date.